Event description:
Procedure type: nephrectomy. According to the reporter: from the beginning of the procedure, the device could not cut well. A new device was opened to complete procedure. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).